Manufacturer narrative:
Our risk management team has discussed the issue with the consumer. Consumer will not be sent a replacement. Device not returned to the manufacturer.

Event description:
On 8/8/2016 - the consumer alleges that the product was damaged. The consumer received a cut on a finger while attempting to fix the product.